Event description:
It was reported that during a da vinci-assisted pancreatoduodenectomy surgical procedure, the large hem-o-lok clip applier instrument did not keep the clip. The user completed the procedure using a backup large hem-o-lok clip applier with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the distributor and obtained the following information: the instrument was inspected prior to use, and nothing was out of the ordinary. The issue occurred while the instrument was inside the patient prior to clip application. The issue was related to an unsuccessful clip application. The surgeon was using the hem-o-lok clips and the size was large. The vessel/tissue was not greater than the specified diameter in isi literature. The issue was on the 1st clip application. The surgeon was able to resolve the issue by using a back-up instrument. There are no videos/photos available for review.

Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the large hem-o-lok clip applier instrument. Intuitive surgical, inc. (Isi) has not received the instrument for evaluation. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed, and failure analysis found the instrument to have a derailed grip cable from its normal position at the force amplification pulley. The instrument failed the intuitive motion test. The motion was uncontrolled. A clip test was performed and could not be completed. As the train jumps out of the guide, no clip test could be carried out. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have corrosion on the bearings. The grip input disk bearing has oxidation, characterized by orange discoloration. Corrosion developed along multiple components on the bearing. The probable root cause is attributed to a loss of cable tension. A cracked clamping pulley and/or input shaft can cause the cable to become dislodged at the proximal end. When the clamping pulley and/or input shaft is cracked, the cable can dislodge as the input could "slip" with respect to its internal shaft causing the loss of cable tension. A cracked clamping pulley and/or input shaft can be caused by improper cleaning or sterilization techniques used during reprocessing. A dislodged cable at the proximal end can then result in the cable becoming derailed at the distal end.